Event description:
It was reported that pump insulin gauge repeatedly displayed a much lower amount than expected, with current fill estimate showing 16 units instead of the 150 units the customer believed should be present, and this issue had occurred about ten times. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge filling steps and continued to use current pump with a backup insulin method if needed, while technical support approved and arranged shipment of replacement pump with updated software.